Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. The device 109.604 does not have a 510 (k), but was once improperly sold in us and is being reported since there still are 2 units installed in patients. The 510 (k) indicated in field g.5 corresponds to the 510 (k) of other ws implants. The dentist installed the dental implant after its expiration date. The investigation of the complaint was carried out considering the analysis of the information given by the dentist in the guarantee form, visual conference of the product returned by the dentist and the evaluation of relevant production records.

Event description:
(B)(4) ¿ the dentist reported that 1 year and 9 days after the dental implant was installed in intraoral region 31#, its loss of osseointegration was observed. Moreover, 60n.cm of primary stability was achieved and the patient presented bone type ii.